Manufacturer narrative:
The present report is based on the following article reviewed: " endovascular treatment of para-anastomotic aneurysms after open abdominal aortic surgery" konstantinos spanos, tilo kölbel, george kouvelos, nikolaos tsilimparis, sebastian e debus, athanasios d giannoukas the journal of cardiovascular surgery 2020 april;61(2):159-70 doi 10.23736/s0021-9509.18.10145-5 pmid: 29430886 epub 2018 feb 8 spell check. Requests were sent to the author to clarify potential involvement of gore medical devices in the incidents reported within the article and provide additional information like patient information, serial numbers, dates of procedures, events and reinterventions, imaging series, etc. The author replied, that he cannot provide this information. Individual patient information could not be obtained. Therefore the mean age and the vast majority gender of the patient cohort were used. The gore reference number was used as the patient ID. The date of event remains unknown, therefore the date the article was first published was used as the date of event. The number of used gore devices remains unknown. It remains unknown if a gore device has caused or contribute to the adverse events reported in the article. (B)(4). In total 9 medwatch reports related to the reviewed article are being submitted to FDA. All reports refer to the same patient identifier ID (B)(6), which is the gore reference number. The manufacturer report numbers are not available at the time of submission.

Event description:
The following article was reviewed " endovascular treatment of para-anastomotic aneurysms after open abdominal aortic surgery" konstantinos spanos, tilo kölbel, george kouvelos, nikolaos tsilimparis, sebastian e debus, athanasios d giannoukas the journal of cardiovascular surgery 2020 april;61(2):159-70 doi 10.23736/s0021-9509.18.10145-5 pmid: 29430886 epub 2018 feb 8. The aim of this systematic literature review (meta-analysis) was to assess the outcomes of endovascular repair of para-anastomotic aneurysms including false aneurysms (pseudoaneurysms; psas) resulting from a disruption of the anastomosis and true aneurysms that develop adjacent to the anastomosis (paas) after previous open aortic surgery for aneurismal or occlusive disease. The period of treatment is 1994 to 2014. Eighteen studies including in total 433 patients (86.3% males, mean age 71±2.5 years) were presented in this review. Standard bifurcated (23.7%), fenestrated (23.4%) and aorto-uni-iliac stent-grafts (16.3%) were mostly used. Within the article it is reported, that in seven studies gore® excluder® conformable aaa endoprostheses were used amongst other medical devices. The number of used gore devices remains unknown. It remains unknown if a gore device has caused or contribute to the adverse events reported in the literature. A gore device might have caused or contribute to the following adverse events: migration (not further specified) in four patients requiring reintervention.